Event description:
It was reported that a alert/notification setting issue occurred. According to the reporter, on (B)(6) 2025 the patient experienced hypoglycemia with seizures and an ambulance was called. The device didn't alert for hypoglycemia. The paramedics treated the patient with a glucagon injection. At the time of the report the patient was still at the ed and under observation. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.